Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including anxiety attacks, panic attacks, food allergies, abdominal pain, fatigue, weight gain, hypothyroidism, weight loss, hair loss, joint pain, breast pain, brain fog, ringing in ears, memory loss, joint swelling, rashes, abnormal wbc counts, abnormal hormones, thyroid dysfunction, arterial age, and autoimmune disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the second of two devices.